Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on when she tried to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 8am. The patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported between (B)(6) 2013 and (B)(6) 2013 she increased her dose of metformin from 500mg to 1000mg. The patient reported 1 hour after the alleged issue occurred she developed symptoms of ¿ cold sweat, nausea, vision loss.¿ the patient reported on (B)(6) 2013 at 8am she had a full lab test and check up by a health care professional at the urgent care clinic. The patient reported her blood glucose was not checked on another device during the time of troubleshooting, the cca confirmed there was no misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue the patient developed symptoms suggestive of hypoglycemia and required treatment from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Additional information - (08/06/2013). A DHR (device history record) was completed on 07/26/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (08/06/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 7/26/2013 and 7/31/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have pcb contamination. In addition, a secondary issue was found, the battery was depleted. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.